Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, removal difficulties and balloon damage occurred. The location of the lesion is unk but is reported as averagely tortuous. A 2.5mm x 28mm non-bsc stent was deployed and was well apposed. The 8mm x 3.5mm quantum maverick monorail balloon was inserted into the stent and inflated once to 12 atms. There were no issues reported with the balloon inflation or deflation. The physician had difficulty removing the quantum maverick monorail balloon catheter. It was reported that it was "stuck in the stent". A non-bsc guide wire was inserted and the balloon catheter was successfully removed. Upon removal, the balloon was reported as "elongated" but intact. The procedure was successfully completed with a different device. No patient complications were reported. Patient status is reported as "good".

Manufacturer narrative:
.